Event description:
The customer reported the ventilator was alarming safety valve open (svo) while in use on a pt. The customer reported there was no pt harm. The respironics service technician was able to duplicate the customer reported event. The service technician performed extended self testing (est) which failed due to the heated filter back pressure being out of range. The service technician confirmed there was a code in the diagnostic log that indicated there was a pressure differential detected by the ventillator. A detected occlusion will cause the ventillator to alarm and open the safety valve until the occlusion is resolved. The service technician replaced the expiratory filter to correct the problem. Est was performed and the unit passed to operating specifications. Filter replacement must be performed at manufacturer recommended intervals. User maintenance contributed to this event due to an occluded filter.